Event description:
It was reported to medtronic neurosurgery that the patient appeared to have swelling around the catheter in postoperative imaging.

Manufacturer narrative:
The product was unavailable for return as it remains implanted in the patient. Therefore an evaluation of the device performance was not possible. A review of the manufacturing and sterilization records was not possible as a lot number was not provided. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.